Manufacturer narrative:
Product event # (B)(4), evaluation code (method), (result), (conclusion): device discarded therefore, analysis unable to be performed. (B)(4).

Event description:
Company representative received a report from doctor stating that during a post-operative check up (after successful tka procedure using the aquamantys system) a patient presented with a cellulitis infection. Antibiotics were administered to the patient and the infection was reported to have cleared and patient has recovered.